Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys ca 19-9 immunoassay on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. There were no issues with any other samples or tests. Controls tested that morning were good. The sample initially resulted with a ca 19-9 value of 31.89 u/ml. The sample was repeated twice, resulting as 1.03 u/ml and 0.974 u/ml. The repeat value was reported outside of the laboratory to the physician. No adverse events were alleged to have occurred with the patient. The ca 19-9 reagent lot number was 312851. The reagent expiration date was asked for, but not provided. The field service engineer cleaned the sample probe, reagent probe, and line. He confirmed the dispensing position. He confirmed and adjusted the liquid level detection mechanism. He tested controls and results were acceptable.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.